Manufacturer narrative:
Received a 100cc silicone evacuator only, without original packaging. The reported event was confirmed as cause unknown. During the visual evaluation, it was observed that a foreign material was stuck to a piece of tape. The foreign material measured 1/32". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "do not use if package is damaged." (B)(4).

Event description:
It was reported that the user noted some black colored dirt; however, it is unknown whether the dirt was found on the inside or outside of the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user noted some black colored dirt; however, it is unknown whether the dirt was found on the inside or outside of the device.